Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient faced infusion set tubing was leaking at the cannula event on (B)(6) 2024. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.